Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance.

Event description:
It was reported the device reached elective replacement indicator (eri) at 2.81v. Then, when the patient was seen in the clinic 5 days later, the battery voltage was at 1.76v. The device exhibited a loss of capture and no output. The patient was sent to the emergency room by ambulance and admitted to the hospital. The device was explanted and replaced the following day. During the device changeout the battery voltage read 2.16. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in the field action but returned product testing has not been completed; therefore, it could not be determined if this device performed as described in the field action. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.